Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A distributor evaluated the device and found the display printed circuit board needs to be replaced. The repair of the device is yet to be completed.

Event description:
It was reported that when a ventilator was turned on, the integrated display did not turn on but the external display worked properly. There was no patient involvement.